Manufacturer narrative:
B3 date of event is unknown, see b5 narrative for context surrounding date of event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an  implantable neurostimulator (ins). Patient mentioned whenever the  battery was replaced the wires were also replaced in their back. Patient  had a manufacturer representative (rep) who would test their battery and  when it was not working or broken they would have to get into another  stimulator or another surgery. Patient mentioned a representative would  always come by and check their implant. Additional information was received from the pt. Pt reports their previous implants were replaced every 3 years and they remembered their previous implants going bad. Agent asked patient more information about the issues with their previous implants and patient mentioned the hardware was no good and the wires got pulled out of the batteries but patient didn't recall the event date or more information. Patient also mentioned somebody told them not to go with the manufacturer and that the manufacturer would not last.